Manufacturer narrative:
(B)(6). On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report on (B)(6) 2016, from a site stating that their surgeon alleged an inaccuracy occurred while in a spine procedure on (B)(6) 2016. The neuro-monitoring stimmed low, and the surgeon checked screw placement with a c-arm. The surgeon deemed the screws were misplaced. The surgeon opted to discontinue the use of their navigation system and their imaging system to continue the procedure and revised the mis-positioned screws. According to the report received, the surgeon could not specify the number of screws revised, nor the measurement, nor direction of the alleged inaccuracy. The surgeon was using a non-medtronic driver that fits into the medtronic navlock to place the non-medtronic screws. Delay in therapy was greater than one hour before continuing, the surgeon could not specify the exact amount of time. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. Per the reported event, the surgeon uses a globus driver that happens to fit into the medtronic tracker to place the globus screws. The site was using non-medtronic instruments that were not validated for use with medtronic navigation. Site used the application in an unapproved way and was unsuccessful. The software functioned as designed.